Event description:
It was reported that a package of xience xpedition 2.5x33mm was opened. There was no resistance during removal of the protective sheath from the xience xpedition stent delivery system (sds). After removal of the sheath, it was noted that the xience xpedition stent mounted on the sds was a 38mm length stent and the stent extended beyond the distal marker. This device issue was noticed before use and there was no patient involvement. There was no reported clinically significant delay in the procedure. Another xience xpedition of the correct length was used to treat the predilated target lesion in the left circumflex coronary artery. A non-abbott stent was implanted in the left anterior descending artery. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.